Event description:
It was reported that the user experienced hypoglycemia after announcing additional meals (¿more¿ meals) to the ilet system, with the user recalling eating at burger king and then mcdonald¿s, and subsequently treated a low glucose of 42 mg/dl with an oral glucose drink containing 15 grams of carbohydrates; the agent advised that frequent ¿more/less¿ announcements can cause the system to maladapt and recommended an adaptation termination and/or factory reset pending discussion with the healthcare provider. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings due to insufficient information and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.